Event description:
It was reported the patient experienced symptoms of withdrawal including increased spasticity and was "twitchy" for 2 days prior to going to the clinic. The health provider was able to access the catheter access port, withdraw csf without difficulty, and felt the catheter was fine. The patient underwent surgery and the pump was replaced. The pump was emptied and the volume was accurate. The drug in the pump was compounded baclofen at 3000mcg/ml and a dose of 241 mcg/day. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.